Manufacturer narrative:
H9: correction/removal report number - 1019003-02/01/2023-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient used an unspecified quantity of minicaps that had a dry iodine sponge during peritoneal dialysis (pd) therapy which resulted in two (2) peritonitis events. Peritonitis was manifested by abdominal pain. On an unreported date, the patient was hospitalized for the first peritonitis event and for the second occurrence was administered unspecified antibiotics for 14 days. The patient outcome was not reported. At the time of this report, the action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
B1: adverse event or prod prob - changed to "both" (previously reported as "product problem") should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the peritonitis event was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was treated with vancomycin. There was no report of the patient being hospitalized during the event. At the time of this report, the patient was recovered from the peritonitis event. There is a recall potentially associated with this issue: 1019003-02/01/2023-001-r the reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two nonconformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.